Event description:
During a bypass procedure the single head pump stopped intermittantly. The pump was started again by turning off the device and pushing the restart button. No pt info has been supplied except that there was not pt injury or impact.

Manufacturer narrative:
The siii roller pump was forwarded to stockert instrumente for evaluation and determination for root cause of a pump stop reported by user facility. The roller pump was subjected to a variety of tests for 650 hours. Stress testing was performed. Each of the pcb's (printed circuit boards) was individally tested as well as tested together in the assembled system per stockert test procedures. In addition to the above testing, they investigated the pump regarding: contamination, damage, securing of electrical and mechanical parts, connection of electrical and mechanical parts, function of single parts and the whole system of the pump, temperature dependence of the pump, and sensitivity of interference. Stockert was unable to reproducce the reported error message or pump stops.patient okay, discharged.